Manufacturer narrative:
Additional information was received on jan 04, 2022, and section h11 should be reported as: the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer. The patient did receive medical intervention and reported to have a thyroidectomy, radiation treatments and on synthroid medication. Additional information was received about the allegation of visualization of particles. Section b7, e1 and h6: type of investigation, findings and conclusion codes has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer. The patient did receive medical intervention and reported to have a thyroidectomy, radiation treatments and on synthroid medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.